Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that can contribute to difficult to advance include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, patient disease state, previously implanted stent(s) or interactions with accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device may have interacted with accessory devices (guide wire) during advancement, as resistance was noted and a strut reportedly became caught on the guide wire, causing the reported difficult to advance, ultimately contributing to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 90% stenosis. The 3.5x23 mm xience skypoint stent delivery system (sds) was being advanced and met resistance with a guide wire. A strut became caught on the guide wire and the stent moved halfway off the delivery system. The delivery system balloon was inflated in order to keep the stent able to be removed with the delivery system. A new 3.5x23 mm xience skypoint sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.